Event description:
The user received questionable troponin t stat generation 4 results for two patient samples. All results are in ng/ml. Patient sample 1 initial result was <0.010 with a data flag. This result did not match another sample drawn earlier in the day that had a result of 0.08. The sample was repeated and the result was 0.064 with a data flag. The result of 0.06 was reported outside the laboratory and was considered to be correct. Patient sample 2 was from a female patient (B)(6). The initial result on (B)(6) 2011 was <0.010 with a data flag which was reported outside the laboratory, but did not match patient's demographics. On (B)(6) 2011, the user repeated the sample on the cobas 6000 analyzer and recovered 0.163 with a data flag. The user aliquoted the sample and repeated testing on the cobas 6000 analyzer and the result was 0.162 with a data flag. The user then repeated the sample on the original analyzer and the result was 0.170 with a data flag. The result of 0.16 was considered to be correct and a corrected report was issued. The patients were not adversely affected. The troponin t reagent lot number was 16435401 with an expiration date of 08/31/2012. The field service representative determined the sipper probe was partially blocked which was causing the flow out of the probe to be disrupted. He cleaned out the sipper probe and verified the analyzer operation by running performance testing, system volume check, and initial blank cell. The user ran calibrations and quality control, which were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.